Event description:
It was reported that a spectrum pump constantly displayed the air in line message in the intensive care unit (ICU). It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom which was not reproduced but was confirmed through the history log. During a physical inspection of the device the upstream sensor was found to be failing. The upstream sensor was replaced.